Event description:
It was reported that an inflatable penile prosthesis (ipp) device was explanted due to difficulties with inflating the cylinders. The physician reported that not enough fluid from the reservoir was drawing into the cylinders. The physician was unsure as to cause of this, but the physician suspects air may be one possibility. It was added that this issue did not occur on initial activation of the device. It was explained that the physician went through all the trouble-shooting steps associated with pump and cylinder filling issues without any resolve. The physician thinks these issues have been going on for the last 2 or more months. The procedure was completed successfully, and there were no patient complications in relation to this event. The patient is now doing well.

Manufacturer narrative:
Product investigation: upon receipt at our post market quality assurance laboratory, the returned cylinders were visually analyzed and functionally tested. A leak was identified in cylinder 1 at the corner of a fold in the cylinder body attributed to fatigue and wear at the fold resulting in the formation of a hole. Cylinder 2 was found to have a leak in the cylinder body due to sharp instrument damage consistent with explant. Analysis confirmed the reported observation of a leak. The momentary squeeze (ms) pump was visually inspected and the kink resistant tubing was found worn to the filament, though, no leaks were present. The pump was functionally tested and did not pass inflation testing. Analysis concluded the pump failing inflation testing and the fluid leak in cylinder 1 were the most probable cause of the reported event. Product analysis confirmed the reported observations. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). Additionally, the reported events do not contain an allegation against the labeling. Product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of cause traced to component failure was chosen as the reported events could be traced to a component failure.

Event description:
It was reported that an inflatable penile prosthesis (ipp) device was explanted due to difficulties with inflating the cylinders. The physician reported that not enough fluid from the reservoir was drawing into the cylinders. The physician was unsure as to cause of this, but the physician suspects air may be one possibility. It was added that this issue did not occur on initial activation of the device. It was explained that the physician went through all the trouble-shooting steps associated with pump and cylinder filling issues without any resolve. The physician thinks these issues have been going on for the last 2 or more months. The procedure was completed successfully, and there were no patient complications in relation to this event. The patient is now doing well.